Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported 2 pts with soft eyes during a vitrectomy procedure after the infusion stopped and the pressure dropped to zero. Infusion resumed and the surgery was completed with the same system. There was no harm reported to the patients however, both patients sustained "lens dings" which currently are not causing any problems.